Manufacturer narrative:
(B)(4) captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this patient experienced raised threshold, possibly due to exit block. There was no evidence of lead migration so it may have been due to a micro-dislodgment as well. It was attempted a lead revision however, upon retracting the helix, it would not re-extend due to tissue being pulled back with the helix. They had to puncture the implanted lead so it could maintain access; then dropped a wire and subsequently a new lead. No additional adverse patient effects were reported.